Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This was discovered at dispensing room, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h6: h10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.